Event description:
Account reported via usp two problems: 1) "inserted insyte catheter attaching j-loop extension to hub and tightened it to insure patency and no leaks. Applied sterile film, began #2 line on same pt. Blood began seeping at the connection and had to redo entire dressing as it was contaminated." 2) "also had used extension set on another pt without attaching interlink injection site and had no clamp to stop profuse blood flow, blood was everywhere". Further info received. Spoke with clinician who stated that nurse who sent report is "new" and may not have been using the "push and twist" technique with the slip adapter on the j-loop extension set.